Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The case was cracked at the bottom battery compartment. Error history log review found a motor rate error. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be a worn coupling does not operate as intended. Actions were taken to mitigate the reported issue: replaced worn coupling. Performed occlusion test and all functional test which passed.

Event description:
It was reported that a motor rate error was observed. No patient injury was reported.